Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All productions steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this newly-implanted right ventricular (rv) lead and a pacemaker were associated with loss of capture followed by the pt's death. A boston scientific field rep reported that system measurements were fine during a pre-discharge check the day following implant. The rep observed pacing spikes when the pt got up to move to another room. When the pt returned, the device was checked again, and loss of capture was observed. Rv lead dislodgement was suspected, and planning for a lead revision began. As the pt was being taken for an x-ray, he experienced extreme bradycardia followed by asystole. Cardiopulmonary resuscitation (CPR) was initiated, but stopped at the request of the spouse due to the pt's do not resuscitate status. It was noted that the pt had a medical history of atrial fibrillation with rapid ventricular response, but did not experience a ventricular arrhythmia at the time of death. The cause of death has not been determined, but the implanting physician suspected a pulmonary embolism, or possibly a lead perforation. No autopsy will be performed as the pt's body was donated for medical purposes. As no add'l info concerning this report is expected at this time, our investigation is complete.

Manufacturer narrative:
Upon receipt, the lead was found torn off at approx. 7.5 cm distal to the is-1 connector pin. The distal part of the lead, including the lead tip, was not returned for analysis. The inner and outer coils were broken off. It is reasonable to assume that the damages resulted from strong pulling forces during the explantation procedure. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. Due to the damages the mechanical and electrical inspection of the lead was not properly feasible. Apart from the explantation damages, no deviations were identified during the analysis of the lead fragment. There was no sign of a material or manufacturing problem.